Manufacturer narrative:
Despite efforts, additional information could not be obtained. This report will be updated should further information be received.

Event description:
Boston scientific received information that this pacemaker exhibited a 3 year decrease in estimated remaining longevity between follow-ups one year apart. It was noted that the patient was 100% ventricular paced. Boston scientific technical services (ts) discussed factors that influence longevity measurements and advised a device download would be required to provide more detailed review. No adverse patient effects were reported. This device remains in service.